Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Estimated age, reported as 85 to 90 years old. Concomitant medical products: guide wire: spartacore, command; inflation: abbott indeflator; guide catheter: raabe. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that resistance was encountered when passing the armada 14 xt peripheral dilatation catheter (pdc) through the heavily calcified and heavily tortuous posterior tibial artery target lesion. The pdc was pushed very hard to get through the occlusion. The spartacore guidewire was changed to a non-abbott guidewire. The distal end of the catheter became kinked during advancement, but the armada was successfully inflated one time to 12 atmospheres for five seconds. The balloon would not deflate and the device was removed from the anatomy with an inflated balloon. Some resistance was encountered during device withdrawal. Due to the small 1.5 diameter of the device, there were no adverse patient effects and no clinically significant delay in the procedure. Another armada xt was used to complete the procedure without further incident. The physician did not think this was a device issue with the armada, but rather, due to anatomy. There was no additional information provided.